Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced wound dehiscence at the ipg site. Upon evaluation, a hematoma was present at the site which resolved on its own. The patient underwent surgical intervention on (B)(6) 2017 during which the ipg site was relocated.